Event description:
It was reported that a low defibrillation impedance was observed on the right ventricular (rv) lead, which caused high-voltage (hv) therapy to be aborted. Dynamic tx over current detection (ocd) was programmed on the device, which allowed the device to switch hv polarity and hv therapy was delivered again and the ventricular fibrillation was successfully terminated. Diagnostic imaging was performed, but no abnormalities were revealed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that right ventricular (rv) lead damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.